Event description:
Customer reported that the insulin pump alarmed failed battery test. Customer also received an error alarm on the insulin pump and stated that the insulin pump experienced an unexpected restart. Customer's blood glucose reading at the time of the call was 89 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge.